Event description:
It is reported that the surgeon is concerned about the metal piece that appears on the baseplate in the x-ray.

Manufacturer narrative:
Eval summary: it has been observed from the x-rays provided that a square flat object is located on the tibial component. The case report of implanted products has been provided from the hosp and shows that a bilateral procedure was performed. A 14mm and 17mm articular surfaces were used. Based on the info provided, the implanted components are compatible. From the x-rays and the hosp case report, it appears the 17mm articular surface was put into the left knee. A retention plate and screw is to be used with 17mm articular surfaces; however, it was noted there is no screw visable in the x-ray. In conclusion, the metal piece seen appears to be the plate from the 17mm articular surface without the retention screw, but cannot be confirmed without actual product to evaluate. Eval codes: the device history records were reviewed and found to be conforming; indicating the devices were manufactured, inspected, and packaged to specs. The info provided on this form was previously submitted under mfg report number 1822565-2014-00982.